Event description:
The pt was implanted with a vented electric (ve) lvad in 11/2002. In 2003, the hosp vad coordinator reported a red battery low voltage alarm from the lvad system controller when the pt was connected to the lvad power base unit (pbu). The bedside nurse switched the pt to battery power and noted a "rubbery" smell in the room and then notified the vad coordinator. The vad coordinator switched the pt back to pbu power to perform a system controller self-test upon arrival. The vad coordinator connected the system controller white power cable first and then upon connecting the system controller black power cable the lvad defaulted to fixed rate mode of 50bpm. At this time, the pbu cable felt hot and smoke was noted coming from the power cable exit site on the pt's system controller. The system controller self-test showed low voltage and rate control fault alarms. The vad coordinator switched out the system controller and pbu and then contacted the manufacturer. The vad coordinator reports that the pt is stable with new system controller and pbu. The pt remains ongoing on the ve lvad, system controller and pbu without further incident.